Manufacturer narrative:
EXEMPTION NUMBER E2016006, NUMBER OF SERIOUS INJURY EVENTS 25. COLUMN A INDICATES WHETHER AN EVENT IS A ¿NEW EVENT OR FOLLOW-UP¿. COLUMNS M AND N ASSOCIATE A DEVICE WITH THE EVENT TYPE (E.G. IT IS CONSIDERED MOST APPROPRIATE TO ASSIGN AN EVENT OF ¿MAJOR VASCULAR COMPLICATION¿ TO A SHEATH, RATHER THAN THE SAPIEN XT VALVE). ASSOCIATED DEVICE INFORMATION IS NOT INCLUDED IN THE DATA RECEIVED FROM THE REGISTRY; THE PRODUCTS WERE ASSIGNED BY EDWARDS BASED ON STANDARD KITTING AND THE ¿IMPLANT APPROACH¿ FIELD AVAILABLE IN THE REGISTRY. ANY LINE ITEMS HIGHLIGHTED IN YELLOW INDICATE A DISCREPANCY IN THE REGISTRY DATA; EXAMPLE: ¿EVENT DATE¿ PRIOR TO ¿IMPLANT DATE¿.

Event description:
THV/TVT REGISTRY ALTERNATIVE SUMMARY REPORT (ASR) ADVERSE EVENT SUBMISSION FOR NOVEMBER 2017 DATA EXTRACT FOR SERIOUS INJURIES FOR THE SAPIEN XT VALVE.

Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;3877934,I,SI,365,Edwards SAPIEN XT,9300TFX26,3190;3954017,I,SI,132,Edwards SAPIEN XT,9300TFX23,3190;3954017,I,SI,83,Edwards SAPIEN XT,9300TFX23,3190;3954017,I,SI,209,Edwards SAPIEN XT,9300TFX23,3190;3829445,I,SI,238,Edwards SAPIEN XT,9300TFX29,3190;3861956,I,SI,228,Edwards SAPIEN XT,9300TFX26,3190;3862942,I,SI,325,Edwards SAPIEN XT,9300TFX23,3190;3862942,I,SI,400,Edwards SAPIEN XT,9300TFX23,3190;3891319,I,SI,35,Edwards SAPIEN XT,9300TFX26,3190;3897472,I,SI,294,Edwards SAPIEN XT,9300TFX23,3190;3991587,I,SI,362,Edwards SAPIEN XT,9300TFX23,3190;4298617,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4298617,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4298617,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;4383136,I,SI,2,Edwards SAPIEN XT,9300TFX29,2993;4402965,I,SI,5,Edwards SAPIEN XT,9300TFX23,2993;4404929,I,SI,2,Edwards SAPIEN XT,9300TFX23,2993;4404929,I,SI,0,Edwards SAPIEN XT,9300TFX23,3190;4435644,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4437469,I,SI,0,Edwards SAPIEN XT,9300TFX23,2993;4450766,I,SI,7,Edwards SAPIEN XT,9300TFX26,2993;4456282,I,SI,8,Edwards SAPIEN XT,9300TFX29,2993;3146764,S,SI,106,Edwards SAPIEN XT,9300TFX23,3190;3911039,S,SI,66,Edwards SAPIEN XT,9300TFX23,3190;4241660,S,SI,24,Edwards SAPIEN XT,9300TFX29,2993